Manufacturer narrative:
Complaint investigator¿s visual inspection of returned component osseotite® implant 4 x 13mm (oss413) and gold-tite® square uniscrew (unisg), has confirmed the following: 1. The unisg has fractured and remains stuck inside of the oss413. 2. The external hex of the oss413 has been grossly damaged, potentially from customer attempts to remove the unisg. A complete dimensional analysis cannot be performed due to the damage of the as returned product. No lot or order number has been provided for review. A review of the product¿s complaint history in etq did not provide any indication of a manufacturing deviation that would contribute to this event. Definitive root cause has not been determined.

Event description:
The doctor indicated that after 10 years the screw fractured inside the implant. The clinician was unable to remove the screw fragment, as a result the implant had to be removed.